Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility biomedical technician (bmet) reported a blood leak with combi set tubing lines disconnecting from the t-junction during hemodialysis (hd) treatment. The blood leak was noticed with a half hour remaining in the patient¿s hd treatment. The bmet confirmed there were no issues during priming. The combi set was not dropped at all prior to use, and there were no defects noted on the device during set up. The patient's total estimated blood loss (ebl) was 200 ml. The bmet confirmed there was no patient injury, and no medical intervention was required as a result of the reported event. The patient did not complete treatment on the day of the reported event. It was confirmed that the complaint device is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmet), reported a blood leak with combi set tubing lines disconnecting from the t-junction during hemodialysis (hd) treatment. The blood leak was noticed with a half hour remaining in the patient¿s hd treatment. The bmet confirmed there were no issues during priming. The combi set was not dropped at all prior to use, and there were no defects noted on the device during set up. The patient's total estimated blood loss (ebl) was 200 ml. The bmet confirmed there was no patient injury, and no medical intervention was required as a result of the reported event. The patient did not complete treatment on the day of the reported event. It was confirmed that the complaint device is available to be returned to the manufacturer for physical evaluation.